Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined. The patient remains ongoing on the heartmate 3 lvas, serial number: (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented to the clinic for volume management on (B)(6) 2021. The patient was short of breath and was experiencing edema. The patient was unable to be diuresed so a right heart catherization was performed on (B)(6) 2021 which showed elevated filling pressures. The patient was sent home following the catherization procedure after being treated with diuretics and inotropes.